Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem, h2 type of follow up, h10 corrected data, h6 codes.

Event description:
Data investigation could not confirm estimated glucose values not updating. However, a cgm accuracy issue was found in connection with the reported allegation. Cgm read 130 mg/dl at (B)(6) 2025 5:20 pm and fs read 88 mg/dl at 5:23 pm. Inaccuracy is 47.72% with a point difference of 42. The complaint of estimated glucose values not updating is undetermined, and the probable cause of the alleged event could not be determined.